Manufacturer narrative:
Follow-up #1: date of submission 19-jul-2018 - device evaluation: in quarter 2 of 2018, there were 7 instances of damaged failure found during investigation. This report is processed under exemption number (B)(4). This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 1 instances of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 58 allegations of a malfunction, 34 pumps were returned to animas and investigated. Of the investigated pumps, 25 were found to be malfunctioning due to damaged display screens.

Event description:
This report summarizes 58 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-77 years of age and between 25 and 305 pounds. Of the reported patients, 35 were male, 23 were female, and 0 were unknown.

Manufacturer narrative:
Follow-up #3: date of submission 10-jul-2019 - device evaluation:in quarter 2 of 2019, there were 2 instances of damaged failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.